Event description:
The customer reported to baxter corporate product surveillance of a clearlink basic solution set in which kinked tubing resulted in a no-flow when attempting to prime the set. The report stated that the that the kinks were observed when the package was opened. However, the nurse still attempted to prime the set to see if flow could be established. There are no reports of patient involvement, patient injury or adverse events associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample and one companion sample were returned for evaluation. Visual inspection revealed a kink in the tubing 9? Below the drip chamber of the used sample. Visual inspection also showed that there is a kink in the tubing of the unused sample approx. 52? Below the drip chamber. No other obvious visual defects were noted. Both samples were then spiked into an in-house solution bag containing reverse osmosis water. Each sample was then primed per label copy. The used sample primed normally with no interruption of flow noted. The unused sample failed the initial priming attempt; however, the sample was successfully primed after straightening the kink. Because both samples arrived with a kink in the tubing and one failed the initial priming attempt. Therefore, the reported condition was confirmed. An assignable root cause was not determined. A batch review was performed on the reported lot with no deviations found.